Event description:
The device was applied dur8ng a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly. The surgeon completed the procedure with another device. The hosp has reported that no pt injury occurred.